Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's hip arthroplasty was revised due to loosening.

Manufacturer narrative:
No device or photo was provided therefore the condition of the component is unknown. Device history records cannot be reviewed since the part and lot numbers are unknown. The reported device is used for the treatment. Complaint history search cannot be reviewed since the part and lot numbers are unknown. Compatibility cannot be checked due to insufficient information. It was reported from the follow-up that the stem was loose and in varus; however medical records were not provided. Relevant medical history and adherence to rehabilitation protocol are unknown. A definite root cause cannot be determined with the information provided.